Event description:
One touch ultra meter would only ptompt the "apply sample" message. The pt suffers from epilepsy and hypoglycemic episodes. Family member is very well educated on treating both. Reportedly, at times, the pt's blood glucose level would drop from 200mg/dl to 20mg/dl in a matter of min. The pt had experienced 5 episodes of hypoglycemia, one of which occurred in 2004. They reported that the meter had started prompting the "apply sample" with the reported lot of test strips. They never sought medical attention from a health care professional during the hypoglycemic episodes. Family memeber had been unable to figure out if they had been having an epileptic seizure or a hypoglycemic event. Family member had attempted to test blood glucose level, however, the meter would not prompt a reading. After several attempts the meter prompted a 20mg/dl. The reading was obtained using a new vial of test strips (same calibration code/same lot number). The pt described the capillary action in the test strips slower than other test strips pt had used in the past. Family member had administered an injection from their hyperkit'. The pt's condition was unknown at the time of concern. However, pt had a low blood glucose level, obtained a low reading, and was treated accordingly. The pt was unable to recall how long pt had been having the strip issue. However, family member believed that due to the strip malfunction they had not been able to react on time. Specific dates and results could not be recalled from the 5 different episodes. Hence, there was insufficient info to suggest that the meter contributed to serious injury. However, there is enough info to suggest a product malfunction occurred.